Manufacturer narrative:
(B)(4). Date sent: 5/15/2026. D4: batch #a99j1k. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60l device was returned with no apparent damage and with a er60g reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. Additionally, photos were provided and they showed tissue with a staple line and with a buttressing. In addition, what appears to be some malformed staples were observed in the staple line. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a99j1k, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic sleeve gastrectomy procedure, the pa fired the ec3d60l with a green reload (er60g) and gore seamguard. After the fire they noticed that the entire inner row of the staple line on the remnant side showed all open staples, looked like never hitting the anvil pockets. The next fire was a blue reload with seamguard and it looked fine. The 3rd was a blue reload with seamguard and the same thing happened as the first fire where the entire inner row on the remnant side staples didn¿t close. They decided to open a new stapler and the next two blue fires with seamguard were fine. There was no patient consequence nor surgical delay reported. No additional information provided.